Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of patient involvement.

Manufacturer narrative:
Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The fault was found with the rotary valve. Investigations of similar instances determined that the rotary valves were subject to scratching of their sealing faces. No foreign materials were found to determine the cause of the scratches. (B) (4).